Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when in ndi toolbox, this system gave both an internal temp and bump status message. Amber light was showing on the camera and no signs of cosmetic damage. Additional information was received. Upon bootup, the staff found the camera had a red line in the right indicator on the camera face and when connected to the main cart the ¿localizer fault¿ error showed up in the gui. The medtronic representative (rep) tested the camera cart on two differ main carts and verified both times the red light indicator remained and localizer fault was displayed. The rep logged in under admin and went into the nditoolbox software, and found that both the internal temperature and bump status errors were present.

Manufacturer narrative:
Concomitant medical product: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, h3, h6: the system was serviced in the field and the camera was replaced. B01, c13, and d02 are applicable. H3, h6: the camera was returned for analysis. The returned positioning sensor unit (psu) has several nicks and scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to aug 2017 and intermittent illuminator current low dating back to feb 2018. There was also a battery voltage low message along with bump detected and storage temperature exceeded. Otherwise, the psu passed an accuracy test (aak) at .225 mm with a passing threshold of .25 mm. This psu has not been previously returned for a failure. B01, c13, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.